Manufacturer narrative:
The physical device was not received for analysis. Cloud data from the user for the period of(B)(6) 2025 was downloaded and reviewed. Review of the cloud data found that none of the pods activated during this period were impacted by the 2026 insulet medical device correction. The last pod activated, which was activated on (B)(6) 2025, was of lot number ph1k06182431 and sequence number (B)(6). The cloud data showed that this pod and the previous pod, lot number ph1u04082521, sequence number (B)(6), which was activated on (B)(6) 2025, were deactivated due to empty reservoir alarms. The patient history buffer (phb) data showed that two automated delivery restriction alerts were generated during this period, one at 17:46 on (B)(6) 2025 and one at 20:56 on (B)(6) 2025. These alerts were generated due to the automated algorithm delivering the max microbolus amount for extended periods in response to increasing and high estimated glucose values. Upon generation of the alerts, the system correctly transitioned to automated mode: limited and began delivery of safe basal, which is the lower of the user's adaptive basal rate and manual basal program. After acknowledgement of the alerts, the system correctly transitioned to manual mode and began delivery of the user's manual basal program. The phb data showed that after acknowledgement of the second automated delivery restriction alert at 00:01 on (B)(6) 2025, the system transitioned to manual mode and remained in manual mode until the pod was deactivated at 04:08 on (B)(6) 2025. Stretches of estimated glucose values in the 300s and urgent high (greater than 400 mg/dl) were seen on (B)(6) 2025 and (B)(6) 2025. The phb data showed that the system was in manual mode during these high values and was correctly delivering the user's manual basal program regardless of estimated glucose values received. The last bolus delivered was a bolus of 22.35 u delivered at 11:57 on (B)(6) 2025. The cloud data showed that the alerts, alarms, and reminders captured in the cloud for this period were correctly generated as conditions were met. The last estimated glucose value received by the pod prior to deactivation was a reading of 170 mg/dl. The phb data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. No evidence of issues with insulin delivery was observed in the available cloud data. Locked down smartphone: data not available, omnipod software app version: data not available, smartphone operating system: data not available, smartphone hardware: data not available, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was wearing the pod and experiencing hyperglycemia on unspecified dates the week prior to the patient passing away, although specific blood glucose levels were not reported. The reporter stated their memory of the timelines of events was fuzzy, but that the patient went into a diabetic coma on an unspecified date, possibly over the weekend of (B)(6) 2025. The patient was discovered deceased on (B)(6) 2025, and it was reported the patient had passed away due to a diabetic coma. The glooko report indicated that the pod had run out of insulin in the early hours of (B)(6) 2025, but it was unknown if the patient was conscious and able to respond at that time. The pod was not available for return as the patient had been buried with it.